Event description:
Assessment of hygiene around implant: good. Peri-implantitis. Previous bone augmentation. Infection, mobility, asymptomatic. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".